Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) , implanted: (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 151 mcg/day for intractable spasticity and cerebral palsy. The event/difficulty occurred (B)(6) 2018 during normal use. It was reported during a prophylactic dye study before going to the operating room (or) for a pump pocket revision they were unable to aspirate. The patient¿s therapy was still in progress, but did report slightly increase in upper extremity spasticity. There were no environmental/external/patient factors have may have led or contributed to the issue. The patient was going to see the surgeon. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient was seeing her neurosurgeon on (B)(6) 2018 and it was unknown if surgical intervention was planned, but the rep would follow-up for more information. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was unknown, but the rep would follow up for more information. The patient¿s medical history included cerebral palsy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of: product ID 8780 lot# serial#(B)(4) implanted: 2013-(B)(6)explanted: 2018-(B)(6) product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated upon dissecting to the catheter insertion point, it appeared the catheter had folded over on itself kinking inferiorly to the anchor. It was noted the entire system was explanted and re-implanted. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated in regards to the device status they would have to obtain from the lab. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pocket revision was scheduled for (B)(6) 2018. It was noted the patient reported discomfort and the doctor decided that a 20 cc pump would be more appropriate than moving the pocket. It was also reported the cause of the inability to aspirate the catheter was not determined and surgery would be performed on (B)(6) 2017. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.